Event description:
The customer observed falsely elevated sodium results generated on the alinity c processing module. The following data was provided: initial sodium result 168 and 158 mmol/l, repeated on another alinity with a result of 130 mmol/l (normal range is 136 to 145 mmol/l). No impact to patient management was reported.

Manufacturer narrative:
Service inspected the module, determined the ict to ict pre amp cable the cause of the discrepant results, and replaced the part. Part replacement resolved the issue. No additional result issues have been reported since the service activity occurred. The instrument service history review revealed no additional service tickets associated with discrepant/erratic patient results. A review of tracking and trending for the alinity c processing module and the ict to ict pre amp cable did not identify any trends. Review of the manufacturing documentation did not identify any non-conformances associated with the complaint issue. Labeling was reviewed and found to adequately address the issue under review. Based on the investigation, no systemic issue or deficiency of the alinity c processing module for serial (B)(6)or the ict to ict pre amp cable were identified.